Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the impedance measurements were above 400 ohms after the automatic set up testing was performed. All incisions were closed and the system was tested again; the measurements still remained above 400 ohms. The connections were tested and the impedance still remained out of range. In addition, the physician was having issues maintaining telemetry between the s-ICD and the programmer. This s-ICD was explanted and successfully replaced. No adverse patient effects were reported. The second s-ICD was able to be interrogated without issue and normal impedance measurements were obtained during testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the device was conducted. Microscopic visual inspection found that the seal plug was intact and there was no obstruction in the port. The setscrew was in the up position and moved freely. A review of the device memory found 60 valid lead impedance measurements recorded on november 6, 2015. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the clinical observations.

Event description:
--